Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. To resolve the issue, the customer changed the cartridge and resumed insulin usage. There was no adverse impact to customer¿s blood glucose level.